Event description:
Based on information reported to davol: on (B)(6) 2009 - the patient underwent laparoscopic hiatal hernia repair using an inlay technique with a crurasoft patch. The patient had dysphagia for 6 months post op and an additional surgical intervention was required. The patient is reported to be doing ok now.

Manufacturer narrative:
It was reported to davol that a patient underwent hiatial hernia repair with a crurasoft patch in 2009. The patient was alleged to have developed dysphagia for six months after the surgery. Additional surgical intervention was performed and the patient is reported to be doing well now. Based on the information provided, we are unable to determine if the device may have caused or contributed to the alleged event. No specific device failure has been reported and there is no indication that the patch was explanted. We have contacted the initial reporter to request additional information and to request return of the device, if it was explanted, for evaluation. This MDR includes all patient, event and device information davol has received to date.